Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet therapy (dapt). At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the closure device. The physician's plan is to continue anticoagulation medication and considering a thrombectomy for this patient. This issue is ongoing.

Manufacturer narrative:
B3: event date estimated to be 45 days post implant date, as event date was not provided.